Manufacturer narrative:
Pending evaluation concomitant device(s): humeral stem or stemless (cat# 300-30-06), reverse humeral liner (cat# 320-36-00), reverse humeral tray (cat# 320-10-00), reverse glenosphere baseplate (cat# 320-35-03).

Event description:
As reported, the (B)(6) female patient has a history of rotator cuff repair, primary glenohumeral arthrosis, hypertension, and hyperthyroidism. This patient¿s initial left tsa of the was on (B)(6) 2019. The patient was revised on (B)(6) 2019 due to septic loosening. The devices will not be returned. The study database indicates the event is resolved. All available information has been received at this time.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 16-jul-2029. (H3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time however is most likely patient conditions. (H4) device manufacture date: 18-jul-2019.